Event description:
It was reported that the health professional had been using temperature sensing extension cable display for about two weeks. It was showing strange readings like 32°c and 34°c, making it unreliable. The temperature display was showing strange readings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.